Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, it was found the sample did not have an elbow connector. The root cause of the reported issue was found to be manufacturing. The production personnel did not detect the missing component. Actions were taken to mitigate the reported issue: a system was generated to verify that production personnel can detect the missing component. Production personnel was trained in this system. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device is missing l-shaped connector. No patient injury was reported.